Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug driver's tip twisted during surgery. It was replaced without patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was twisted. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. A twisted tip can also occur when the driver is over torqued or when force is applied off-axis. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a plug driver's tip twisted during surgery. It was replaced without patient impacts.